Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site nurse reported that, while navigating during a cranial resection, the navigation system would not select multiple exams to enable the blend option in the software. The site elected to move forward with using individual exams. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.